Event description:
The facility representative reported a colleague infusion pump that had air in line (ail) printed circuit board (pcb) calibration issues. This resulted in failure code 810:04 (twice) and failure code 810:11. The reported failure code occurred during pt therapy. There was no pt injury or medical intervention reported. There is no additional info available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available. This issue is currently being investigated under CAPA (B) (4).